Event description:
The lay user / patient contacted lfs (B)(6) alleging inaccurate high readings on their one touch verio pro meter compared to the lab. The patient obtained a 157 mg/dl and the lab reading was 120 mg/dl. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. The product was replaced. The complaint is being reported since the result based on the comparison was greater than 15mg/dl or 20%.

Manufacturer narrative:
Products were replaced and requested both meter and test strips back to lfs. Lifescan (lfs) has received the subject test strips back from the patient. Test strips were tested and it was noted that the control solution level 2 was high using the subject test strips and a secondary issue was noted of an error 4 and error 5 using the subject test strips. The 510 (k) k093745. If the product meter is returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.